Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400mg/dl. The customer treated with correction bolus from the pump. The customer had symptoms such as headache. The customer also reported high reading of 488 mg/dl last friday. The customer stated that they vomited and had diabetic ketoacidosis situation. The product was not returned for analysis.